Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the asymptomatic patient presented in clinic for follow up, post-paced t-wave oversensing on the ventricular channel was noted. Programming changes were made. Patients condition was fine.